Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration failure of probe occurred during cataract surgery with intraocular lens implant surgery. Aspiration was impossible to be done. The condition of actuation and cutting were unknown. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received with a tip protector in a tray. The returned sample was visually inspected and found non-conforming with orange/brown foreign material on the port face. The probe was then functionally tested for actuation and aspiration. The probe was found conforming for actuation and was non-conforming for aspiration. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at one location along the inner cutter. The sample was tested with a syringe and resistance was felt. A wire was inserted into the aspiration path but did not go all the way through the aspiration pathway. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. A review of the device history records traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the probe sample had an aspiration issue. The exact cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause of the foreign material in the aspiration path cannot be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).